Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A manufacturer representative reported that, while in a functional endoscopic sinus surgery (fess), a 5 millimeter imprecision was noted in the sphenoid sinus while navigating with a straight probe and while navigating the frontal sinus with an ostium seeker. It was reported that the surgeon compensated for the imprecision and continued for the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.